Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
Upon incoming inspection an a2114/ infinity xr2 skull clamp had the force check pressure increase. There was no pt involvement.